Event description:
It was reported that the blue cylinder part of the dilator came off leaving the dilator stuck in the peel away sheath. Another kit was opened to obtain a second dilator. The patient was fine, no problem encountered. In addition, the catheter kinked 2cm below the cuff upon insertion. The first catheter was replaced with a second. Every thing was ok with the second catheter.